Event description:
Post-op intraocular hypertension [intraocular pressure increased]. A physician reported that 4 pts experienced postoperative intraocular hypertension associated with healon 5. This report contains info related to the fourth case. A pt underwent a capsulorhexis and lens replacement in which healon 5 was used to distend the anterior chamber. Postoperatively, the pt developed intraocular hypertension ranging from 40-60mmhg. The pt was readmitted and treated with intravenous and oral diamox. No further info was provided.